Manufacturer narrative:
This report is for an unknown nail head elements/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation with femoral neck system (fns) that was applied to surgery for femoral neck fractures. On (B)(6) 2019, the patient had subtrochanteric fracture during rehabilitation. Re-operation to remove the fns implants and place trochanteric fixation nail advance (tfna) long (right) will be performed. However, it is unknown if re-operation can be done shortly since the patient¿s renal function is bad. Re-operation will be done on (B)(6) 2019, in the earliest case. The patient is currently in the hospital. This complaint involves four (4) devices. This report is for one (1) unk - nail head elements. This report is 3 of 4 for (B)(4).